Event description:
It was reported that the surgeon found that the ventricular size was not going down in size one week after implantation and also the patient was not getting better. The sales rep mentioned that the reason could be due to other causes, but wanted the valve tested nevertheless.

Manufacturer narrative:
The valve was patent and passed siphon and reflux testing. It was within specifications for all pressure-flow testing except for the tests with a performance level of 0.5 and 1.5, 20.4 ml./hr flow rate and a hydrostatic pressure of -50. The valve did not pass leakage testing. A small hole is present above the delta chamber that resembles damage caused by a needle or similar sharp object. The observed result is due to the hole in the silicone dome found above the delta chamber. A review of the manufacturing records showed no anomalies. All our products are 100% tested at the time of manufacture.